Event description:
The pump had a volume discrepancy; the actual residual volume (13 ml) was greater then the expected residual volume (4.6 ml). A pump replacement was being considered. Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B) (4).